Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. An attempt was made to turn on imaging, but the image screen was black. The catheter was flushed but the screen remained black. When the catheter was removed from patient, it was discovered that the catheter was twisted around the wire. The procedure was successfully completed with another of same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath, the imaging window and drive cable twisted, and a broken drive cable break beginning 29 cm from the distal end of the connector shaft. Microscopic inspection revealed the guidewire exit port was in good condition but the distal tip was damaged. Impedance testing showed an electrical open at the proximal end of the catheter. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. An attempt was made to turn on imaging, but the image screen was black. The catheter was flushed but the screen remained black. When the catheter was removed from patient, it was discovered that the catheter was twisted around the wire. The procedure was successfully completed with another of same device. There were no patient complications.